Manufacturer narrative:
A ge rep evaluated the sys and determined the image intensifier needs to be replaced. Customer has not yet decided on repair. This MDR is related to ge healthcare.

Event description:
Customer reported the sys would not fluoro or boot up. No pt injury was reported.